Event description:
This event was reported as an explant @ implant due to leaking as noted on tee after pt off bypass. No pt injury. Complication reported; however, it was noted that pt may have been compromised. At this time, pt was doing well. No further info was provided.